Event description:
A report was received that the patient's lead showed high impedances on several contacts. The patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient's lead showed high impedances on several contacts. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient was doing well post-operatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.